Manufacturer narrative:
A visual examination of the returned capio slim device revealed no visual defects nor functional issues. The carrier was actuated three times, it extends and retracts, within specifications. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the capio carrier got stuck in the capio cage. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure on (B)(6) 2015. According to the complainant, during the procedure and outside the patient, the capio carrier got stuck in the capio cage. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the problem of capio carrier would not retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.